Event description:
It was reported the patient developed an infection. There was a very large mobile vegetation on the wires in the right heart. The leads and vegetation were removed via open heart surgery. The patient has been recovering in the intensive care unit in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The uf report # has been provided and reformatted. F7 type of report is initial. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.